Event description:
It was reported that there was a liquid medicine leak from the connector part at the tip of the tube. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the suspected product was returned for evaluation. The visual inspection was performed. No damages were observed. The leakage was observed from connector during the functional testing. The allegation made by the complainant was confirmed. The probable cause of the issue was unknown.